Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the pump had a dim display issue, and that the patient had a blood glucose of 718 mg/dl with nausea, vomiting, and increased thirst/urination. The patient was hospitalized and treated with insulin injections and IV fluids. During troubleshooting, customer support found that adjusting the contrast resolved the display issue, but the patient has discontinued pump therapy. This complaint is being reported as the patient experienced hyperglycemia and has lost confidence in the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the display screen has a pinkish contrast. The screen is still able to be read. The pump history shows the pump was not in use between (B)(6) 2016 at 19:14 until (B)(6) 2016 at 14:05. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Unrelated to the complaint, the battery compartment is cracked below the bumper pad.